Event description:
Pt implanted with mirs locking caps, screws and rods on an unk date. X-rays taken (B)(6) 2012, showed loosening of one of the locking caps. Reportedly, locking cap was not seated correctly. Pt was revised on an unk date. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going: no conclusion could be drawn as no device was returned or part number or lot number provided.